Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller and power cord. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure using a xi system, the surgical team experienced two non-recoverable errors during setup and the same non-recoverable error again intraoperatively (error 41014). Technical support was contacted after staff removed all instruments and undocked from the patient. The reported error 41014 was not visible in live or historical logs. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the team to power off the system, confirm the vision side cart (vsc) mains cables were fully seated, reset the video processor and endoscope controller (ec) breakers, and reseat the blue fiber cables (bfcs). After the system was powered back on, the system indicated it was ready. Live logs then showed a communication error on universal surgical manipulator (usm) arm 4 and error 833, along with a warning that one redundant power supply in the ec was failing; this was considered a potential root cause. The field service engineer (fse) recommended cleaning/replacing the vsc filters, performing a full internal vsc power cord check, and completing an electrical safety test (est). The procedure was completing as planned, and no patient injury was reported.